Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The system was performing as intended and no hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system would not boot up. The image acquisition system (ias) would stay in stand alone mode, the connection was not ready. The issue occurred only one time, after rebooting the system worked fine. The resolution was rebooting the system. No patient was present at the time of the event.